Event description:
It was reported that during routine interrogation this pacemaker was found to be in safety mode. The device was explanted and replaced on (B)(6) 2025. It was not reported that the device would be returned for analysis. No additional adverse patient effects were reported.